Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic choledocholithotomy, the device was attempted to use; however, the jaws did not open properly. The device was not used on a patient. New one was opened to correct the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering review, and an evaluation of the returned device. The instrument was received opened by the account. Engineering found no visual defects. The unit was functional tested by engineering by opening and closing the device ten times to inspect the spread distance between the jaws with acceptable results. No other functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.